Manufacturer narrative:
Event description indicates the u-blade lag screw connector to be the primary product. No further associated products are reported. Deviations in the device history records / inspection records were not found. Mechanical properties of material and dimensions in the relevant undamaged areas are within specified tolerances. The u-blade lag screw connector returned was documented as faultless prior to distribution, and as it had been in use for at least three years we presuppose that it had fulfilled its tasks in former surgeries as intended without problems reported. Appearance of the breakage surfaces in combination with slightly oblique fracture line indicates that the device broke in a forced brittle manner due to disproportional force and/or bending stresses by levering the instrument. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to improper handling.

Event description:
It was reported that during g3 nail surgery, the surgeon tried to insert the u-blade. However, the u-blade insertion was difficult. When the surgeon tried to insert u-blade forcibly using an inserter, connector broke. Therefore the surgeon did not inserted u-blade. And the surgery was finished. Additional information: there is a possibility that an end of lag screw was inserted more deeply than a lateral cortical bone. Therefore the surgeon could not insert u-blade.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during g3 nail surgery, the surgeon tried to insert the u-blade. However, the u-blade insertion was difficult. When the surgeon tried to insert u-blade forcibly using an inserter, connector broke. Therefore the surgeon did not inserted u-blade. And the surgery was finished. Additional information: there is a possibility that an end of lag screw was inserted more deeply than a lateral cortical bone. Therefore the surgeon could not insert u-blade.